Manufacturer narrative:
Resmed has requested for the device to be returned for evaluation. The device was sent to the customer's third party service center. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple critically low battery warning alarms and a battery fault error message even though the battery is charged. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center for an evaluation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple critically low battery warning alarms and a battery fault error message even though the battery is charged. There was no patient injury reported as a result of this incident.